Event description:
Physician reported that he performed a neuroma excision on a pt in 2000 during which surgicel was used at the operative site. Two days post-operatively, the pt was re-operated due to swelling/drainage/granular hematoma at the site. The surgeon stated he believes the pt had some type of reaction to the surgical which resulted in this condition. The pt remains hospitalized and an IV antibiotics.